Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure. The device was being used for dissection. The distal tip of the black sheath was damaged. In order to resolve the issue and complete the case, replaced with a new device. There was no patient harm. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv found that the distal end of the sleeve was burnt and charred away. Pmv also found that the distal end of shaft of device was bent enough to contact sleeve. Ponce found that the device was consistent with a unit that was subjected to mishandling or improper use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when device is subjected to improper use where the electrode tip contacts conductive irrigation fluid or the uninsulated portion of other laparoscopic devices. Such contact may then compromise the discharge of energy from the electrode resulting in the generation of sparks and possibly cause melting of the sheath in that area. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.